Event description:
On 2025-aug-11, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was noted, the patient reported speaking with a manufacturer representative (rep) on saturday ((B)(6) 2025). It was reported the patient has been having trouble getting a bolus. The patient stated they take 6 boluses in a 24 hour period and it took so long to retrieve the bolus and the second half takes about 12 minutes or better. The patient stated this issue has been an issue since the beginning, but has gotten worse over time. The agent reviewed considerations and assisted the patient with clearing data. The patient stated they have a refill appointment coming up. The agent also assisted the patient with adjusting the handset time.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.